Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tfcc repair procedure, the t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient. A back up device was utilized to complete the procedure. The malfunction of the device resulted in an hour and a half delay. No patient injury or complications were reported.